Event description:
Patient representative reported right side "capsular fibrosis, chronic-resorptive, tells giant cell dezonation reaction, and a feeling of tightness in the chest, back, and shoulder areas". The baker grade is unknown for the "capsular fibrosis". The following events were also reported and have been determined to be not device related; "rupture (caused by trauma), severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/fuel3en, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture, bacterial infection, capsular contracture, edema, fatigue, granuloma, infection (unknown onset), malaise, pain, syncope/ fainting, varied injuries was requested on october 28, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Bacterial infection: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Infection (unknown onset): unable to observe since it is not related to the device. Malaise: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Syncope/ fainting: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported right side "capsular fibrosis, chronic-resorptive, tells giant cell dezonation reaction, and a feeling of tightness in the chest, back, and shoulder areas". The following events were also reported and have been determined to be not device related; "rupture (caused by trauma), severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/fuel3en, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, and capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "capsular fibrosis, chronic-resorptive, tells giant cell dezonation reaction, and a feeling of tightness in the chest, back, and shoulder areas". The following events were also reported and have been determined to be not device related; "rupture (caused by trauma), severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/fuel3en, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". Device has been explanted and replaced with a non-abbvie device.

Event description:
Patient representative reported right side "capsular fibrosis, chronic-resorptive, tells giant cell detonation reaction, and a feeling of tightness in the chest, back, and shoulder areas". The following events were also reported and have been determined to be not device related; "rupture (caused by trauma), severe exhaustion (which significantly limited ability to provide services), frequent tiredness, frequently ill with bladder infections, listlessness, multiple pyelonephritis, repeated fainting/loss of consciousness, swelling of face and hands/legs/feulgen, extreme hair loss, poor concentration and forgetfulness, sleep disorders, indigestion, night sweats, pale skin and severe dark circles, symptoms of breast implant illness (bii)". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/30/2024.